Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks over two events due to noise oversensing. Technical services (ts) was contacted, and ts noted low r-waves and possible movement artifact due to myopotentials. The s-ICD system remains in service. No additional adverse patient effects were reported.